Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states since no lot number is availabel, a detailed investigation, tests or reference samples or batch review cannot be concluded. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states it was reported that the patient faced tubing detachment event on 28-aug-2024.the site of insertion was abdomen. The infusion set was in use for 3 days no further information available .